Event description:
Same as 6000093-2006-01045. During a coronary drug eluting stenting treatment procedure the stent was damaged. A 3.00 x 8mm taxus express2 drug eluting stent was unable to cross a heavily calcified ostial lesion in the diagonal coronary artery. The physician attempted to remove the "undeployed balloon and stent" when the stent was "hung up on the medtronic 6f jl4 catheter". The physician removed the guide and stent from the body and made a second attempt to cross the lesion with another 3.00x8mm taxus stent. The second stent also was damaged. The procedure was completed successfully with a 3.00x6mm cutting balloon and a taxus 3.0x12mm taxus stent. No pt complications were reported.